Event description:
Distributor reported that the pump stopped functioning unexpectedly. There was no reported impact to the customer's blood glucose level. Technical support attempted to reset the pump but encountered repeated malfunctions, and the pump is being returned for further evaluation. A replacement pump was provided to the customer.